Manufacturer narrative:
The product was not returned for analysis, the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. This report was mailed to the FDA on: 10/11/2007. Additional information was requested 09/18/2007, 09/25/2007 and 10/04/2007 by phone, mail and fax. A completed questionnaire has not been returned.

Event description:
A consumer reports blurred near vision with shadows following bilateral intraocular lens (iol) implant surgery. Additional information, including patient status, has been requested. First eye: MDR# 1119421-2007-00403, fellow eye: MDR# 1119421-2007-00404.